Event description:
It was reported that an unknown system error occurred during use on the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a reload the set 161 was identified during a review of the event history log. Visual inspection, functional testing, electrical testing, and simulated therapy were performed and the device was not found to meet product specification requirements. The cause of the condition was determined to be the valve and the o-rings in the molded piston. To correct the condition, the valve and the o-rings in the molded piston were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.